Event description:
It was reported that following a carotid artery stenting (cas), an 8f angio-seal sts plus was selected for use in the right common femoral artery. It is unk whether a pre-deployment angiogram was performed, but the punctured artery was reportedly a common femoral artery (cfa) with no calcification. Manual compression was also applied. On (B)(6)2010, the pt returned to the hospital complaining of claudication, and 99% stenosis by the collagen was also noted. The physician suggested that the event was caused by the collagen which was protruded into the artery due to manual compression. The percutaneous peripheral intervention (ppi) was performed and then blood flow was restored. There were no reported consequences to the pt, and the pt was discharged. The implant date is week specific.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.